Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Email address unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor confirmed that the implant was fractured at tooth site 14 and patient referred discomfort and pain. Doctor also reported suppuration.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). H10: additional narrative. One implant was returned for investigation.visual evaluation of the as returned implant identified that the implant fractured at the collar. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per were clenching, oral hygiene, and moderate bone density (type ii). The reported device was at tooth location 14 (fdi) for approximately 2 years, 7 months. X-ray & picture evaluation: the customer did not provide x-rays or images. Review of appropriate documentation: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants (ifu4869 rev 9 10/2019) information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events'. DHR and complaint history review: DHR and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Post market trend review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event of implant fracture was confirmed.

Event description:
No further event information is available at the time of this report.